Event description:
It was reported that a homechoice device was "not working" (no details provided). There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported problem could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.